Event description:
The pt had a seizure and fell. The dose was changed (B)(6) ago so it was unk if it was pump therapy related. The brain was imaged brain and did not determine reason for seizure. It was noted that the pt had a brain injury (B)(6) ago. The pump was programmed to deliver 4 boluses a day, each of 247.1 ug with basal of 6-9 ug/hr. The doctor attempted to obtain upper extremity spasticity control but was unable to. The pt was unable to walk (B)(6) as they were flaccid but tone was okay. The pt did not experience any withdrawal symptoms. It was unk if the pump system was working properly since the fall. The pt was admitted to the hosp. The drug being administered via the pump was lioresal. Add'l info has been requested.

Manufacturer narrative:
(B)(4).